Event description:
It was reported that the patient had a revision done (B)(6) 2011 because the implantable neurostimulator (ins) and extension were protruding from the patient's body. The healthcare provider had given permission to turn stimulation back on. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Patient programmer model 7434 serial # (B)(4) implanted: na explanted: na pocket adapter model 74001 lot # n206758 implanted: (B)(6) 2009 explanted: unk accessory model 3550-29 lot # n207780 implanted: (B)(6) 2009 explanted: unk lead model 3487a lot # l35773 implanted: (B)(6) 1996 explanted: unk extension model 7495 serial # (B)(4) implanted: (B)(6) 1996 explanted: unk.